Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for d4/d9/h3. D4: model no - correction; d4: UDI - correction; d9: device availability - correction; g3: date received by manufacturer - additional information; h2: type of follow up - correction; h3: device not returned to mfg for eval - correction; h3: reason for non-evaluation - correction - remove due to incorrect entry.

Event description:
Subsequent to the initial MDR, a correction is required.